Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 402 mg/dl, treated with bolus. Customer's current blood glucose was 244 mg/dl. Troubleshooting was performed. Customer's symptoms were cotton mouth and easily irritated. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer did not have a tubing clamp to perform high pressure test. Customer removed site and cannula was not bent. Customer was advised to monitor the device and blood glucose was going down. No further information reported.